Manufacturer narrative:
(B)(4).MDR report key 11002213/MDR text key 221249885/report number 11002213 complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Complaint found on maude report: "after turning the patient, white lumen noted to be snapped in half at connection of lumen tubing to nad transition. The line was not pulling or pinned under the patient. There was no indication for the line to be broken. The line was quickly clamped. Cvc was removed, and patient received a peripheral IV. Plan for patient to receive PICC line".

Manufacturer narrative:
(B)(4).

Event description:
Complaint found on maude report: "after turning the patient, white lumen noted to be snapped in half at connection of lumen tubing to nad transition. The line was not pulling or pinned under the patient. There was no indication for the line to be broken. The line was quickly clamped. Cvc was removed, and patient received a peripheral IV. Plan for patient to receive PICC line".